Manufacturer narrative:
Covidien reference #: (B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the surgeon was using the system during a laparoscopic myomectomy. While in use, the active blade came into contact with a metal instrument also in use and part of the blade broke off into the pt. It was retrieved from the pt. The pt is fine and status is good. The surgeon used another type of instrument in order to complete the procedure.